Event description:
The patient received two leads with the same lot number. It was reported the patient's leads had migrated at the three month follow up appointment after her implant. The patient reported she had fallen off of a porch. The patient also reported she had felt painful stimulation and overstimulation for the past few weeks. A full diagnostic revealed four invalid contacts on the left lead. It was reported the physician planned surgical intervention to address the issue at a future date.